Event description:
It was reported that the user observed a blood glucose of 360 mg/dl after dinner while using ilet with a dexcom g6 sensor that had expired earlier that day, then experienced a sensor error after applying a new sensor and initially entering an incorrect or invalid sensor serial number recorded as (B)(6), after which the agent guided the user to re-enter the correct serial number and confirm the transmitter was seated. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no reported medical intervention. Customer care agent remote troubleshooting and user education. Investigation of this case revealed an initial configuration issue with the cgm data source due to incorrect sensor identification entry, followed by restoration of readings after re-entry, consistent with a use-related setup error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to cgm sensor setup and identification entry.